Event description:
A malfunction was reported, identified by malfunction code malf 1, with no notable events occurring prior to the issue. There was no adverse impact to the customer's blood glucose level. Corrective actions included sending the customer a replacement pump with updated software. The customer was instructed on placing the malfunctioning pump into storage mode before returning it and was advised to set up their replacement pump, including programming settings and connecting their cgm. The customer acknowledged all instructions, with no backup therapy available initially.